Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an unknown device. Customer did not notice a trend arrow on the device. The customer experienced symptoms described as weak, dizziness, ¿vision eyes and nose ran¿, rapid heart rate, bloated, and pain over left eye and loss of consciousness. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp). Upon arrival, the hcp obtained a blood glucose result of 58 mg/dl on the hcp meter when compared to a sensor scan result of 191 mg/dl. The customer was treated with gram cracker, apple juice, glucose gel and IV saline solution for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. Data was extracted successfully, and sensor was found in sensor state 6 (something went wrong). The sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. No failure modes were observed upon visual inspection of the plug assembly. Source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.